Event description:
Procedure type: laparoscopic cholecystectomy. According to the rptr: during use, about 2cm of tear was made on the tip of the shaft and the device could not be used after that. The torn part fell into cavity, but it could be retrieved. A new device was opened to complete the procedure. There was no bleeding reported in excess of 250cc.

Manufacturer narrative:
(B)(4).